Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a trifurcate tubing was noted to be leaking while attached to a patient's central line. There was no patient harm.